Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's scs ipg is inoperable. The patient last had stimulation and last charged her scs system in 2013. It is unknown if the patient followed the recommended charging guidelines prior to the ipg becoming inoperable. Surgical intervention may take place at a later date.